Manufacturer narrative:
Approximate age of device: 4 years 6 months 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had low flows, low speed, and pump off on (B)(6) 2018. These alarms occurred while on a power module. The log file confirms a pump stop on (B)(6) 2018. Additional information suggests that her external driveline was very twisted. The submitted x-ray did not show any suspect area. On (B)(6) 2018, the manufacturers tech services representative arrived onsite for a driveline evaluation/repair. A phase interrupter tests was performed and found no open wires found. The manufacturer¿s technical service representative repaired ~2.5" inches from the exit site. All tests passed. The patient was tethered on to a grounded patient cable without issue. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline confirmed damage that could have contributed to the report of pump stop events while on the power module. Additionally, the reported pump stop events occurring on battery power and power module, as well as, the report of driveline fault alarms occurring after the driveline repair were confirmed through the submitted log files. The submitted log files contained data from 9/1/2018 to 9/19/2018 and 9/29/2018 to 10/15/2018. Analysis of the log files revealed pump stop events on (B)(6) 2018 when the patient was connected to the power module. Pump stop events continued to occur on (B)(6) 2018 and (B)(6) 2018 when the patient was connected to both the power module and 14v li-ion batteries. It was also noted that there were driveline fault alarms on (B)(6) 2018. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed by a technical services representative on 9/24/2018 and approximately 20 inches of the external portion of the driveline was returned for evaluation under work order (B)(4). Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts. Visual inspection of the driveline revealed about 12 inches of rescue tape on the outer silicone jacket, starting approximately 3 inches from the metal connector. Upon removal of the outer silicone jacket and rescue tape, no damage to the bionate layer was identified. However, a twist was observed at approximately 10 inches from the metal connector. There was severe breakdown of the metal braided shield observed at approximately 2-4.5, 7-7.5 and 10-10.5 inches from the metal connector. Visual examination of the dl revealed kinking of all the wires at approximately 10 inches from the metal connector. The driveline was submerged in a saline bath for high potential testing which revealed a breach in the brown wire at approximately 9 inches from the metal connector. The damage to the brown wire appeared to be the result of mechanical damage, due to the observed kinking and twisting. Examination of the remaining wires did not reveal any additional damage. The brown wire redundantly supports motor phase 2. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files. In addition, the reported event also could have resulted from a phase-to-phase short if the exposed conductors of any wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. The implant kit was shipped with heartmate ii lvas IFU, document #106020, rev. E. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Section 2 explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that additional intermittent pump stoppages occurred when the lvas system was connected to an ungrounded power module patient cable on the evening of (B)(6) 2018. The primary system controller was exchanged. At the time of the event, the patient stated that a controller fault alarm was received and only 1 green arrow illuminated on the system controller at the time of the event. When the system controller was interrogated by the vad clinician, the controller fault alarm was not seen on the primary controller but a driveline fault alarm was logged on the backup system controller. Additional log files submitted for review confirmed pump stoppages while the lvas was connected to an ungrounded patient cable as well as on batteries. The customer was informed this was a phase to phase issue. There were no other unusual events seen within the log files. On (B)(6) 2018, the patient underwent a pump exchange.